Event description:
The reporter stated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008, in the patient's right (od) eye. The surgeon reported, the lens had a low vault and there was a progressed anterior subcapsular cataract, as well as a refractive surprise. The surgeon had suggested cataract extraction and iol implantation.